Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo showed an unknown patient connector attached to the transfer set (dark blue female connector). There is a visible separation between the female connector and main body of the transfer set. There were no issues were observed with the homechoice connector. Without the actual sample to evaluate, the reported connection issue cannot be confirmed or refuted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the cassette and the transfer set. The patient was unable to disconnect from the cycler. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G3: the device was manufactured at one of the following facilities: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.